Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To futher investigate, a functional test was performed in form of a battery loss alarm test. The issue was not confirmed. The air detector was replaced for preventative measures.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited faulty air in line sensor and constant alarm on primed sets. No patient injury reported.